Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that during procedure, the vocalis 1 channel was responding normally but vocalis 2 was giving responses in excess of 7000 microvolts. They checked that the electrode wire was not coming into contact with any other instrumentation. It was touching the muting probe but removing did not resolve the issue. The device was not used. The rep couldn¿t find any visible issues with the set-up of the system. When she called tech services, they said it may be an issue with tube placement. The nurse anesthetist stated that she used the video scope and set-up was uneventful. Physician was almost done with case and did not want to spend the time replacing or repositioning the tube. There was no delay. There was no patient impact.